Event description:
During product evaluation, a patient control module (pcm) was found to have an overinfusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection of the patient control module (pcm) did not identify any nonconformances. A functional flow rate test was performed. The pcm failed to lock out the flow when it was not pressed resulting in continuous flow and overinfusion. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.